Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The anesthesia control board, display unit, and compact flash were replaced. No report of patient involvement. (B)(4).

Event description:
The hospital reported the unit had a system malfunction. There was no report of patient involvement.